Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and bent cannulas. The customer's blood glucose has been over 600 mg/dl for the last 48 hours. The customer stated that she changed her set 5 times yesterday and the cannula was bent. The customer felt as if the high readings were due to bent cannulas. The customer stated that she used the quick set with the serter. The customer has an appointment with her health care provider and will discuss other sight areas. The customer will be sent replacement sets.